Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump stopped delivering insulin. The customer's blood glucose level at the time was reported to be 140mg/dl. It was reported that the customer had been previously hospitalized for hypo and hyperglycemia. Troubleshoot was reported to be conducted, and it was noted that auto suspend was turned off, and everything was functioning properly.